Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents reported to the hospital that their child was not hearing well with the device for the last 15 days to 1 month. No further checks scheduled.

Manufacturer narrative:
Additional information: based on the information received from the field a technical implant failure seems likely. A complete insertion of the electrode was not achieved at implantation surgery with one channel remaining extra-cochlea. In addition, one channel migrated post-operatively out of cochlea. However, to determine an exact root cause device investigation of the explanted device would be necessary. No further checks are planned currently.

Event description:
Parents reported to the hospital that their child was not hearing well with the device for the last 15 days to 1 month. No further checks scheduled.